Manufacturer narrative:
Concomitant medical products: product ID: 3389s-28, lot# unknown, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient was getting an MRI of the left shoulder due to a muscle drop that was noticed. They confirmed that the MRI was not related to the device/therapy. They then mentioned that they want to know if the patient can have an MRI even if there is a micro fracture at contact 3. They stated that this was found back in 2017 about a year after the implant when they were getting the oor. Caller states that after the oor was found is when they found there was a micro fracture in the lead at contact 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting they did not have any further information regarding the event. A consumer called and wanted to clarify what the guidelines are if the patient has micro fractures. They stated a year ago the device gave an oor. They don't know if the micro fractures are in the leads or contacts or brain. They had to reprogram him and notuse that because therapy became intermittent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported an out of regulation (oor) message was seen on a few occasions earlier the week of this report; the most recent instance occurred on the day of this report. The patient was sitting in bed and was checking the ins when it happened. The oor was cleared by charging the device the first time, and cleared easily again the second time. No change in therapy was experienced, but the patient allegedly ¿sounded a little ocd.¿ no falls or trauma were thought to be related to the oors. It was noted the patient was not pushing buttons multiple times when getting the oors. The ins was on and okay at 75% charge. The programmed settings were at 1.4 and 1.5 v, but it was unknown if these were bipolar or unipolar settings. The patient met with their physician a few months ago, and there were no impedance issues mentioned. Suggested troubleshooting included turning ins off and on, placing non-metal object between ins and programmer, and obtaining session files. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that after meeting with the patient on (B)(4)2018 they did not have further insight into the cause of the oor issue, except for a possible micro fracture, but location not sure. Based on impedance tests. The cause of the reported low impedances was unknown. The patient nor his wife recollect any falls/trauma or injuries or events that may have contributed to the cause. Only thing he has is the reported outpatient procedure for skin lesions derm related to his foot. He said the doctor was made aware of cautery recommendations and was nowhere near their ins or upper trunk area. Patient also mentioned that when they sleep they sleep on the side where the ins is implanted and he curls up on it. He is wondering if that put any undue stress on the product. But past impedances from the clinic have shown no issues. They see that it is a potential issue that is positional. Impedance test changed based on their position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information reported that they told the patient to keep a charging diary as recommended which they just finished this weekend that showed the oor messages when charging on the following dates: (B)(6), (B)(6), and (B)(6). Oor messages were seen when the device was checked only on the following dates: (B)(6), (B)(6) 2016. It was noted the oor messages were cleared on (B)(6) and (B)(6) 2018. It was also reported that the oor message was occurring when the ins battery was 75% full not toward 0%. Further information received on (B)(6) 2018 reported the patient was seen in the office today and that they were programmed as follows: left stn: 1-2-3+ 1.5v/60pw/130hz (therapy showed xxx both times). Right stn: 9-10-11+ 4.4v/60pw/130hz. (Therapy showed xxx both times). It was noted that the patient was seen in (B)(6) 2017 and all impedances were normal. From (B)(6) to (B)(6) 2017 when the oor messages were seen, the patient did not have a fall or any trauma. However, it was reported the patient had skin cancer removed from their foot and the physician used bipolar electrocautery to remove it. Electrical impedance testing at 0.7 volts were as follows: left: values ranged from 856 to 2770 ohms with contacts 1 to 3 showing 13 ohms. On the right, values ranged from 773 to 1429 ohms. The representative reported the patient programming as follows: left stn: 1-2-0+: therapy impedance: 1733 ohms and 0.893ma; 1831 ohms and 846ma right stn: 10-11+9- therapy impedance: 907 ohms and 4.9ma; 899 ohms and 959ma right stn: 10-11+8+ therapy impedance: 899 ohms and 4.959ma. It was noted the patient was doing fine with this electrode change. Also, no ¿xxx¿ was seen on therapy impedance testing. It was suggested an x-ray be performed. No medical symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the rep indicating the patient had another oor message displayed on their device. They were able to clear the message by doing a lead connection check (lcc).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Oor seemed to be coming back. It was noted that back in (B)(6) 2017, the nurse did an lcc check and then oor did not appear for a couple of months. The patient remembered this and tried it themselves and cleared the oor for a couple days. It was noted the patient runs their ins battery at 50-75% and charges about every 3 days. The patient's current settings were 1-2-3+ 4.4v, 60 pw, 135 hz. The patient was to visit the hcp at the end of (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient reset the system by turning it off and on. They checked the ins once a day afterwards, and they did not get the poor message anymore. The problem at that time was resolved. Additional information was received on (B)(6)2017 from the patient via a manufacturing representative. It was stated that the previous few days the issue has returned. The patient used a different programmer and saw the error on that one as well. The patient stated their symptoms were roughly the same as before, but some daily tasks seem more difficult. The patient is waiting to get an appointment with their hcp. He patient stated the cause of the oor was unknown. However, they did stated that when they were checking the ins with their programmer they potentially pushed the check button to communicate multiple times in succession in a short period of time.